Manufacturer narrative:
Additional information: patient race and weight. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient recovered. The patient had prior medical history of lower gi bleed secondary to hemorrhoids. The investigator assessed the event as possibly related to the device and the antiplatelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by stable angina. During the index procedure three resolute onyx stents were implanted into the rca. 7 days post index procedure the patient suffered gi bleeding. The patient was on dapt 24 hours prior to the event. The patient was treated with blood transfusion. Safety assessed the event as not related to the device and possibly related to anti-platelet medication.